Event description:
Report 1 of 2. The customer contact reported a disconnection. An unspecified plumset was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a pump. At an unspecified time, the secure lock male adapter of the secondary tubing set was connected to the clave secondary port on the cassette of the plumset for a piggyback delivery of an unspecified volume of packed red blood cells (prbc). The customer contact reported that the prbc solution container was placed in a pressure bag and inflated to an unspecified pressure. After an unspecified length of time after the prbc delivery was started, the secure lock male adapter disconnected from the clave secondary port on the cassette of the plumset. An unspecified volume of blood leaked onto the floor. The tubing sets and blood container were replaced and the therapy resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.